Event description:
It was reported that facility has reported that a few weeks after powerpicc solo 4f sl sherlock has been inserted into patient, on a routine flush nurse has notice there is a leak in the line. Additional information received 04/02/2024: no injury sustained. No erroneous results and no change in the course of treatment. No exposure to blood/bodily fluid. Required removal of PICC. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking PICC is confirmed; however, the exact cause is inconclusive due to the state of the returned sample. One photograph of a 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed a powerpicc solo catheter on a paper towel. Handwritten notes indicate two alleged leak sites; however, no damage on the catheter can be seen at either of these locations. Evidence of use is observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that facility has reported that a few weeks after powerpicc solo 4f sl sherlock has been inserted into patient, on a routine flush nurse has notice there is a leak in the line. Additional information received 04/02/2024: no injury sustained. No erroneous results and no change in the course of treatment. No exposure to blood/bodily fluid. Required removal of PICC. It was reported this occurred with two devices. This report addresses the first device.